Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va14c5p); product type: 0200-lead; implant date (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were having some back pain, and their primary care physician gave them some medication to stop the back spasms. After starting the medication, the patient reported developing constipation. The patient is wondering if constipation could be related to the interstim. The patient also mentioned that they were mowing the lawn, and their husband said that maybe the lawnmower could have jostled the lead out of place. The agent found it very unlikely that the lawnmower jostled lead out of place. The patient stated that the stimulator has made everything in their life "rainbows with unicorns" thus far and that it has been working great. The agent suggested the patient reach out to the primary care physician's office to inquire about the side effects of their medication. The agent also discussed with the patient that they can always change programs or adjust therapy as they see fit if they feel the constipation is being caused by the ins. The issue was not resolved through troubleshooting. Agent forgot to ask for event date and managing hcp name during call. .